Event description:
It was reported that the pt experienced walking difficulty, speech difficulty, and a "dropped" mood. The pt's physician indicated during an office visit that the implantable neurostimulator had been off for approximately 2 weeks. Additional info has been requested, but was not available as of the date of this report.